Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from a cvc kit. Two dilators (of the same type) were returned; however, only one dilator appeared defective and will be evaluated in this investigation. Signs-of-use in the form of biological material was observed inside the dilator tip. Visual examination revealed that the dilator tip was split and frayed. The defect was consistent with damage as a result of undue force being applied to the dilator tip during an attempted insertion. The dilator length from the hub to the tip measured 99mm, which is within the specification limits of 95.2mm-108.00mm per the dilator graphic. The dilator tip inner diameter measured .9398mm, which is within the specification limits of .91mm-.97mm per the dilator graphic. A device history record review was performed with no relevant findings. The IFU provided with the kit instructs the user to "perform skin wheal with desired needle". The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is damage consistent with undue force being applied to the tip during an attempted insertion. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the tip of the sheath was branching during patient puncture.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the tip of the sheath was branching during patient puncture.